Manufacturer narrative:
E1 - initial reporter address 1: (b)6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified initial segment of left subclavian artery. A 9.0 x 30 x 135 cm express ld stent balloon expandable was selected for use. During preparation, the express ld stent was sent into the ept 6f long sheath along the amplatz guidewire. When the stent system nearly reached the end of the long sheath but did not extend out of the long sheath, it was found that the resistance was large, and the end of the long sheath swung significantly. There was concern about causing stent dislodging. The stent system was removed, and the procedure was completed with another of the same device. After the procedure, it was considered that the reason for this situation might be that the folding structure of the balloon in the stent system was loose, which increased the outward expansion of the system, or that the original compression state of the stent system was slightly decompressed, which led to the increase of the contour. There were no patient complications as a result of this event.